Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. BG level was addressed with a correction bolus via the pump. Customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6Mobile OS: iOS / iOS_iPhone 14 Pro / 2.9.1 / iOS_18.6.2.